Event description:
The following was reported to hamilton medical ag: device is showing o2 supply failed alarm. O2 input test found not ok this occurred on a new device, out of the box, at the supplier. No patient involvement.

Manufacturer narrative:
Replaced o2 mixer assembly and solved the issue. Passed all tests. Hamilton medical ag case number is: (B)(4).